Manufacturer narrative:
The reported event for noise was confirmed. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can at two locations. The cause of the reported event was due to due to exposure of outer coil at the abrasion zones.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited noise oversensing which led to inhibition of pacing. The ra lead was cut, capped, and replaced on (B)(6) 2021. The patient was stable.